Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerns regarding a longevity decrease on the cardiac resynchronization therapy defibrillator (crt-d). It was noted that this may have been due to a longevity estimator software error, however, there were drops in longevity that calculated with higher left ventricular (lv) lead outputs. The device and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.